Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited failure to capture. The atrial lead was reprogrammed. The patient was presented in clinic again on (B)(6) 2023 for a follow-up. Upon interrogation, it was noted that the atrial lead exhibited increased pacing impedance. No intervention was performed. The patient was in stable condition will be continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received notes that the atrial lead exhibited high pacing impedance. The atrial lead was reprogrammed to be turned off. The patient was in stable condition.

Event description:
Additional information received notes that the atrial lead was programmed to turn off the pacing, not the entire lead. No further intervention will be done.